Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12376. It was reported that the patient presented to a follow-up in clinic. Upon interrogation, it was noted that the atrial and right ventricular - rv leads exhibited loss of capture and loss of sensing. A fluoroscopy was performed and the atrial and rv leads were found to be dislodged. The leads were explanted and the patient was in stable condition afterwards.

Manufacturer narrative:
A partial lead with the pin measuring 56.3/56.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.